Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. X-ray revealed that the device had migrated and become misaligned with the patients skin so it became impossible to connect the charger. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. The device remained implanted.